Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed the lead was severed in two segments- damage induced during the explant procedure. Testing was completed to assess lead electrical performance. Normal lead resistance measurements, and inspection that showed no conductor issues other than the severed coils. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities aside from the induced damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, when the lead was connected to the associated pacemaker, sensing measurements dropped from 15 millivolts (mv) to 4 mv. Additionally, high pacing threshold and high, out-of-range impedance measurements were noted. The lead was disconnected from the pacemaker and repositioned and high, out-of-range pacing impedances and capture thresholds persisted. The decision was made to replace this lead and the physician cut the rv lead for explant. A new rv lead was placed successfully. No adverse patient effects were reported. The attempted rv lead was returned for analysis.